Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed as the receiver power dropped off when connected to the charger. A receiver boot test was performed and passed. Functional tests were not performed as the receiver did not communicate with the global receiver communication tool. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed as the receiver did not communicate with the global receiver communication tool. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.